Event description:
It was reported that a perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. No pericardial effusion was noted pre-procedure. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The wds was advanced within the was until the laa and the flx ball was formed. At this time point of the procedure, a pericardial effusion with tamponade was identified by transthoracic echo (tte) and angiography. The left atrium was perforated and the patient became hemodynamically unstable. A pericardiocentesis was performed and 1.5 liters of blood was aspired, then reintroduced within the patient. The patient's hemodynamics improved and the patient stabilized. The device was recaptured fully without any issue and removed from patient. The patient was transferred to the cardiac surgery intensive care unit. No surgical intervention was needed. The patient was stable and discharged.